Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was found in backup vvi mode during a follow-up. The patient cannot recall exposure to magnetic resonance imaging. Review of past transmissions showed the device delivered an excessive number of high voltage shock. The device was explanted and replaced. The patient condition is stable during and after the procedure.

Manufacturer narrative:
The reported backup vvi (bvvi) was confirmed in the laboratory via device image. The device was tested on the bench and the bvvi was due to a high volume of hv charges within a short period of time.